Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown; product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (3500 mcg/ml at 495 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient recently had a pump replacement and today was the first day the pump would be refilled. It was stated that when the pump was interrogated it did not have a reservoir volume or refill date listed. The caller stated that the critical alarm was triggered and the logs displayed a low reservoir alarm on (B)(6) 2018 and an empty reservoir alarm today. No symptoms were reported. The caller was recommended to refill the pump and follow up with the managing hcp regarding the volume that was put into the pump at implant. No further complications have been reported as a result of this event.